Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including bleeding, stroke and neurological deficits have been associated with the use of this device as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use warns that the device has only been evaluated in patients greater than or equal to 18 years of age. Consider other methods of mechanical circulatory support for patients younger than 18 years. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Based on the available information, a definitive root cause of the reported event cannot be determined; however, patient, clinical and pharmacological factors may have contributed. There is no indication of any device manufacturing or performance issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from the distributor that the site reported that the patient came to the hospital with complaints of pitting and loss of sensation in the feet and hands on (B)(6) 2015. "The result of report was not encountered any negativity". He was hospitalized and the doctors did some tests. It was further indicated that post implantation prior to initial discharge it was later determined that the patient had a brain hemorrhage. He was taken to intensive care. Surgery and operations were "successfully realized". Parenchymal hematoma was evacuated with the help of the acute phase extractor and one hemovac drainage was used. The primary dura was sutured, a craniotomy flap was put in place. "It was closed in accordance with the anatomy of hemostasis." He continued bleeding the next day. Per the physicians, heparinization had to be stopped due to the bleeding and after receiving approval, all anticoagulation was stopped. No pump alarms were triggered related to the event. Power and flows are normal and the bleeding stopped. The patient is "currently hospitalized "and fine". He started walking and eating by himself. Investigation and clarification of the reported event is in progress.